Event description:
Reporter states customer had taken 6 units of novolog at 13:00 as normal; customer did not test his blood glucose (reporter does not know why the customer did not test at this time). 17:00 customer became weak and was not walking (did not attempt to test; reporter was unsure if he was having symptoms related to diabetes). 19:00 the customer kept falling asleep and was very weak reporter attempted to test his blood glucose but was unable to because the meter would not power on. Reporter called emergency medical technicians (emts) close to 20:00; emts did not test him at this time, but treated him with an IV with glucose and customer immediately began to feel better. 23:00 his blood glucose result on emts meter was 328 mg/dl. Adverse event unrelated to the meter. Requested return of suspect device and replacement was sent.